Event description:
Complainant alleged that while attempting to pace a female patient (age unknown), the device did not have pacer output. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing and defibrillation cycling without duplicating the report. An internal inspection found no discrepancies. The multi-function cable passed all testing. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Review of the device log found no errors related to the report. No trend is associated with reports of this type.